Manufacturer narrative:
Additional information was received that the patient was responding well to the antibiotics given.

Event description:
A report was received that the patients incision sites had a suspected infection. Symptoms of rash and irritation were noted. Patient was prescribed with antibiotics as a result, patients cervical incision site was responding well. However the incision at the battery site was still inflamed.

Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7040399, model/catalog description: artisan lead 50 cm, model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7040693, model/catalog description: artisan lead 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients incision sites had a suspected infection. Symptoms of rash and irritation were noted. Patient was prescribed with antibiotics as a result, patients cervical incision site was responding well. However the incision at the battery site was still inflamed.